Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device was not implanted.

Event description:
Healthcare professional reported that a tissue expander "deflate[ed] intraoperatively." The device was not implanted.